Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110 (sn (B)(4)). The returned ipg was analyzed, passed the functional test, and an electrical test revealed normal device characteristics. The reported event was not confirmed as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure. Additional information was received that no further course of action will be taken at this time. Additional information was received that patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure. Additional information was received that the patient underwent an ipg replacement procedure and the explanted device will be returned.